Event description:
It was reported that during the implantation of the preloaded intraocular lens (iol), the iol plate was partially scratched by the plunger during the procedure. The lens remains implanted in the patient¿s right eye. During the post-operative examination, the eye was still dilated from surgery and showed signs of corneal sub-edema. At that time, they were unable to determine whether these findings had any impact on the patient¿s visual function. The patient is being monitored. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable - lens remains implanted; therefore, not explanted. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.